Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012456) on 03-sep-2020. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure implants". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the fatigue, musculoskeletal disorder, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for cardiac disorder, fatigue, musculoskeletal disorder, neck pain, respiratory disorder, tendonitis, thyroid disorder and urinary tract disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc; patient initials added in accordance with available information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Uterine myomas/myomatous uterus [uterine myoma]. Chronic fatigue [fatigue]. Articular and muscular problems [musculoskeletal disorder nos]. Tendonitis [tendonitis]. Neck pain [neck pain]. Respiratory problems [respiratory disorder nos]. Cardiac problems [cardiac disorder nos]. Thyroid problems [thyroid disorder nos]. Urinary problems [urinary tract disorder nos]. 3 essure implants [inappropriate insertion of multiple contraceptive devices]. Psychic disorder [psychic disturbance] cognitive disorder [cognitive disorder] gynaecological [female reproductive tract disorder] joint disorder [joint disorder] digestive disorder [digestion impaired] otorhinolaryngology [ear, nose and throat disorder] sleep disorder [sleep disorder] autoimmune diseases [autoimmune disorder] hypothyroidism [hypothyroidism] heavy metals released into the body continue to impact my body [heavy metal poisoning] persistence of inflammatory problems [inflammation nos] enlarged uterus [uterus enlarged] tubal cysts [fallopian tube cyst] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 12-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and uterine leiomyoma ("uterine myomas/myomatous uterus") in a 56 year-old female patient who had essure (ess205) inserted (lot no. 509808) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure implants"). The patient had a medical history of hormonal contraception (intolerance) and iucd (intolerance). On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced fatigue ("chronic fatigue"), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems"), urinary tract disorder ("urinary problems"), mental disorder ("psychic disorder"), cognitive disorder ("cognitive disorder"), female reproductive tract disorder ("gynaecological"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("otorhinolaryngology"), sleep disorder ("sleep disorder"), autoimmune disorder ("autoimmune diseases"), hypothyroidism ("hypothyroidism"), metal poisoning ("heavy metals released into the body continue to impact my body"), inflammation ("persistence of inflammatory problems"), uterine enlargement ("enlarged uterus") and fallopian tube cyst ("tubal cysts"), was found to have uterine leiomyoma (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy under general anaesthesia). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the musculoskeletal disorder, arthropathy, hypothyroidism and inflammation had not resolved. The outcomes for medical device removal, uterine leiomyoma, fatigue, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder, urinary tract disorder, mental disorder, cognitive disorder, female reproductive tract disorder, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, metal poisoning, uterine enlargement and fallopian tube cyst were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, neck pain, tendonitis, cardiac disorder, thyroid disorder, urinary tract disorder, musculoskeletal disorder, respiratory disorder, mental disorder, cognitive disorder, female reproductive tract disorder, arthropathy, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, hypothyroidism, metal poisoning, medical device removal, uterine leiomyoma, inflammation, uterine enlargement or fallopian tube cyst. The reporter commented: period of occurrence 2007 to 2020 the clinical examination under general anaesthesia revealed an enlarged uterus with no adnexal mass. We find a myomatous uterus. The appendages are healthy. There are tubal cysts. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): revealing a regular uterine cavity of normal size. Lot number: 509808, manufacture date:2006-03 expiration date:2008-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Fatigue [fatigue] . Articular and muscular problems [musculoskeletal disorder nos] . Tendonitis [tendonitis] . Neck pain [neck pain] . Respiratory problems [respiratory disorder nos] . Cardiac problems [cardiac disorder nos] . Thyroid problems [thyroid disorder nos] . Urinary problems [urinary tract disorder nos] . 3 essure implants [inappropriate insertion of multiple contraceptive devices] . Psychic disorder [psychic disturbance] . Cognitive disorder [cognitive disorder] . Gynaecological [female reproductive tract disorder] . Joint disorder [joint disorder] . Digestive disorder [digestion impaired] . Otorhinolaryngology [ear, nose and throat disorder] . Sleep disorder [sleep disorder] . Autoimmune diseases [autoimmune disorder] . Hypothyroidism [hypothyroidism] . Heavy metals released into the body continue to impact my body [heavy metal poisoning] . Uterine myomas [uterine myoma] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and fatigue ("fatigue") in a 56 year-old female patient who had essure (ess205) inserted (lot no. 509808) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced fatigue (seriousness criterion medically important), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems"), urinary tract disorder ("urinary problems"), mental disorder ("psychic disorder"), cognitive disorder ("cognitive disorder"), female reproductive tract disorder ("gynaecological"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("otorhinolaryngology"), sleep disorder ("sleep disorder"), autoimmune disorder ("autoimmune diseases"), hypothyroidism ("hypothyroidism") and metal poisoning ("heavy metals released into the body continue to impact my body"), was found to have uterine leiomyoma ("uterine myomas") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the musculoskeletal disorder, arthropathy and hypothyroidism had not resolved. The outcomes for medical device removal, fatigue, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder, urinary tract disorder, mental disorder, cognitive disorder, female reproductive tract disorder, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, metal poisoning and uterine leiomyoma were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, neck pain, tendonitis, cardiac disorder, thyroid disorder, urinary tract disorder, musculoskeletal disorder, respiratory disorder, mental disorder, cognitive disorder, female reproductive tract disorder, arthropathy, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, hypothyroidism, metal poisoning, medical device removal or uterine leiomyoma. The reporter commented: period of occurrence 2007 to 2020. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-dec-2024: new events psychic disorder, cognitive, gynecological disorder, joint disorders, digestive, otorhinolaryngology and sleep disorders, uterine myomas , autoimmune diseases , heavy metals poisoning & medical device removal added. Essure insertion & removal dates were updated. Action taken with drug added. Lot number added. Lab data & reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], uterine myomas/myomatous uterus [uterine myoma], chronic fatigue [fatigue], articular and muscular problems [musculoskeletal disorder nos], tendonitis [tendonitis], neck pain [neck pain], respiratory problems [respiratory disorder nos], cardiac problems [cardiac disorder nos], thyroid problems [thyroid disorder nos], urinary problems [urinary tract disorder nos], 3 essure implants [inappropriate insertion of multiple contraceptive devices], psychic disorder [psychic disturbance], cognitive disorder [cognitive disorder], gynaecological [female reproductive tract disorder], joint disorder [joint disorder], digestive disorder [digestion impaired], otorhinolaryngology [ear, nose and throat disorder], sleep disorder [sleep disorder], autoimmune diseases [autoimmune disorder], hypothyroidism [hypothyroidism], heavy metals released into the body continue to impact my body [heavy metal poisoning], persistence of inflammatory problems [inflammation nos], enlarged uterus [uterus enlarged] and tubal cysts [fallopian tube cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 08-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and uterine leiomyoma ("uterine myomas/myomatous uterus") in a 56-year-old female patient who had essure (ess205) inserted (lot no. 509808) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure implants"). The patient had a medical history of hormonal contraception (intolerance) and iucd (intolerance). On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. On unknown date she experienced fatigue ("chronic fatigue"), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems"), urinary tract disorder ("urinary problems"), mental disorder ("psychic disorder"), cognitive disorder ("cognitive disorder"), female reproductive tract disorder ("gynaecological"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("otorhinolaryngology"), sleep disorder ("sleep disorder"), autoimmune disorder ("autoimmune diseases"), hypothyroidism ("hypothyroidism"), metal poisoning ("heavy metals released into the body continue to impact my body"), inflammation ("persistence of inflammatory problems"), uterine enlargement ("enlarged uterus") and fallopian tube cyst ("tubal cysts"), was found to have uterine leiomyoma (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy under general anaesthesia). At the time of the report, the musculoskeletal disorder, arthropathy, hypothyroidism and inflammation had not resolved. The outcomes for medical device removal, uterine leiomyoma, fatigue, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder, urinary tract disorder, mental disorder, cognitive disorder, female reproductive tract disorder, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, metal poisoning, uterine enlargement and fallopian tube cyst were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, neck pain, tendonitis, cardiac disorder, thyroid disorder, urinary tract disorder, musculoskeletal disorder, respiratory disorder, mental disorder, cognitive disorder, female reproductive tract disorder, arthropathy, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, hypothyroidism, metal poisoning, medical device removal, uterine leiomyoma, inflammation, uterine enlargement or fallopian tube cyst. The reporter commented: period of occurrence 2007 to 2020. The clinical examination under general anaesthesia revealed an enlarged uterus with no adnexal mass. We find a myomatous uterus. The appendages are healthy. There are tubal cysts. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): revealing a regular uterine cavity of normal size. Lot number: 509808, manufacture date: 2006-03 and expiration date: 2008-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-jan-2025: quality safety evaluation of ptc. New events persistence of inflammatory problems, enlarged uterus, tubal cysts were added from previous document. Medical history (intolerance to intra-uterine coil device and oestrogen-progestin contraception) has been added. Rcc updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] uterine myomas/myomatous uterus [uterine myoma] chronic fatigue [fatigue] articular and muscular problems [musculoskeletal disorder nos] tendonitis [tendonitis] neck pain [neck pain] respiratory problems [respiratory disorder nos] cardiac problems [cardiac disorder nos] thyroid problems [thyroid disorder nos] urinary problems [urinary tract disorder nos] 3 essure implants [inappropriate insertion of multiple contraceptive devices] psychic disorder [psychic disturbance] cognitive disorder [cognitive disorder] gynaecological [female reproductive tract disorder] joint disorder [joint disorder] digestive disorder [digestion impaired] otorhinolaryngology [ear, nose and throat disorder] sleep disorder [sleep disorder] autoimmune diseases [autoimmune disorder] hypothyroidism [hypothyroidism] heavy metals released into the body continue to impact my body [heavy metal poisoning] persistence of inflammatory problems [inflammation nos] enlarged uterus [uterus enlarged] tubal cysts [fallopian tube cyst] vertebral disc [vertebral pain] muscle & joint pain [arthromyalgia] adenomyosis [adenomyosis] asthenia [asthenia] tendinitis [tendinitis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and uterine leiomyoma ("uterine myomas/myomatous uterus") in a 56-year-old female patient who had essure (ess205) inserted (lot no. 509808) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure implants"). The patient had a medical history of hormonal contraception (intolerance) and iucd (intolerance). On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. On unknown date she experienced fatigue ("chronic fatigue"), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems"), urinary tract disorder ("urinary problems"), mental disorder ("psychic disorder"), cognitive disorder ("cognitive disorder"), female reproductive tract disorder ("gynaecological"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("otorhinolaryngology"), sleep disorder ("sleep disorder"), autoimmune disorder ("autoimmune diseases"), hypothyroidism ("hypothyroidism"), metal poisoning ("heavy metals released into the body continue to impact my body"), inflammation ("persistence of inflammatory problems"), uterine enlargement ("enlarged uterus"), fallopian tube cyst ("tubal cysts"), spinal pain ("vertebral disc"), arthralgia ("muscle & joint pain"), adenomyosis ("adenomyosis"), asthenia ("asthenia") and tendinitis ("tendinitis"), was found to have uterine leiomyoma (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy under general anaesthesia). At the time of the report, the musculoskeletal disorder, arthropathy, hypothyroidism and inflammation had not resolved. The outcomes for medical device removal, uterine leiomyoma, fatigue, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder, urinary tract disorder, mental disorder, cognitive disorder, female reproductive tract disorder, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, metal poisoning, uterine enlargement, fallopian tube cyst, spinal pain, arthralgia, adenomyosis and tendinitis were unknown. The reporter considered adenomyosis, arthralgia, asthenia, spinal pain and tendinitis to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to fatigue, neck pain, tendonitis, cardiac disorder, thyroid disorder, urinary tract disorder, musculoskeletal disorder, respiratory disorder, mental disorder, cognitive disorder, female reproductive tract disorder, arthropathy, dyspepsia, ear, nose and throat disorder, sleep disorder, autoimmune disorder, hypothyroidism, metal poisoning, medical device removal, uterine leiomyoma, inflammation, uterine enlargement or fallopian tube cyst. The reporter commented: period of occurrence 2007 to 2020 the clinical examination under general anaesthesia revealed an enlarged uterus with no adnexal mass. We find a myomatous uterus. The appendages are healthy. There are tubal cysts. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): revealing a regular uterine cavity of normal size. Lot number: 509808, manufacture date:2006-03 expiration date:2008-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events vertebral disc pain; muscle and joint pain; adenomyosis; asthenia; tendinitis were added. Cluster ID added. Additional reporter (lawyer) added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure implants". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), musculoskeletal disorder ("articular and muscular problems"), tendonitis ("tendonitis"), neck pain ("neck pain"), respiratory disorder ("respiratory problems"), cardiac disorder ("cardiac problems"), thyroid disorder ("thyroid problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the fatigue, musculoskeletal disorder, tendonitis, neck pain, respiratory disorder, cardiac disorder, thyroid disorder and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for cardiac disorder, fatigue, musculoskeletal disorder, neck pain, respiratory disorder, tendonitis, thyroid disorder and urinary tract disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.